Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. Device was received with minor scratched lcd window and faded serial number label. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had scratches on the screen. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the he was struggled to read the white screen. The device will not be returned for analysis.